Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was not able to verify the reported issue. The device was tested with a known good battery and the device turned on and gave voice prompts with no discrepancies. The device was archived by stryker. The customer has been provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.